Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for multiple back operations. The patient could not charge up their ins. They last successfully charged their device about 3 months prior to the report. The patient was unable to get the ins to communicate with their external devices. The patient was redirected to follow up with their healthcare professional (hcp). Additional information was received from the patient on june 24, 2019. The patient reported they met with their doctor and it was decided that the ins would be replaced on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jul-18. The patient was in overdischarge because they did not charge their ins. The rep confirmed the ins was originally in overdischarge but now it is on end of service (eos). No attempts were made to try and get it out of overdischarge as the patient did not go to the physician until june and the ins was already in eos. The ins will not be returned for analysis due to hospital policy. The ins will be replaced. No further complications were reported/are anticipated.